Event description:
It was reported that noise resulting in oversensing and pacing inhibition was observed on the right ventricular (rv) lead. The patient is pacemaker dependent, but did not experience any adverse events or symptoms due to the event. The suspected cause of the event was rv lead damage, however, this was not confirmed via diagnostic imaging. Lead provocation testing was performed and the noise was no reproducible. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.